Event description:
It was reported that a spectrum pump had missing door shims. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, missing door shim, which was observed during evaluation. The direction of flow label was also missing which was replaced.